Event description:
Caller reported taking 9 units of novorapid insulin based upon a mobile system blood glucose result of 23 mmol/l. Within 3 minutes, she began to experience hypoglycemia requiring treatment with frozen juice concentrate by her daughter. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.